Event description:
A pt underwent a dermatology procedure on the tip and had the superficial skin sutures removed approximately one week post-op. The pt then presented with a wound dehiscence 2-3 days after removal of the skin sutures. The surgical site was returned.